Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration are potential risks associated with the use of the bioprosthetic heart valves. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Device history review (DHR) review was performed for the valve assembly and packaging routers most relevant to the reported event. The routers did not reveal any issues that could have contributed to the reported event. In this case, based on the limited information available, the root cause of the valve stenosis and worsening central leak 2 years post deployment cannot be confirmed, but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Approximately 2 years post implant of a 23mm sapien 3 valve, the valve was reported to be ¿failing¿. The patient was being evaluated for a possible valve in valve procedure. Medical record review revealed the sapien 3 valve was successfully deployed with ¿virtually¿ no paravalvular leak (pvl). Postoperative day (pod) 1, tte revealed a well seated, normal functioning valve with a mean gradient of 14.6 mmhg and trace pvl. The patient was discharged to home on pod2 in stable condition. During the 1-year follow-up visit, tte showed a mean gradient of 18 mmhg, a peak aortic velocity of 2.9 m/sec and trace prosthetic aortic regurgitation. No significant changes were noted when compared to the previous study. One year and 8 months post implant, CT was performed to evaluate valve thrombus. No pvl was observed. The internal area at the level of the annulus showed an area of 1.7cm2. Small to moderate foci of hypoattenuation were present along the posterior leaflet, which might represent leaflet thickening versus thrombus. Tee performed 2 months later (1 year and 10 months post implant), showed a well-seated valve. Moderate valvular (central) aortic regurgitation was reported. The maximum velocity across the bioprosthetic aortic valve was 265.4 cm/sec. A mean gradient of 15.0 mmhg with ava of 0.89 cm2 was reported. One month later (1 year and 11 months post implant), moderate central regurgitation and a mean gradient of 21.5 mmhg were reported. During a valve-in-valve (viv) procedure performed 2 years post initial valve implant, a 23mm sapien 3 valve was successfully implanted in the existing sapien 3 valve. At the time of the report, the patient was in stable condition.